Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant correlation with inratio2 vs lab. On (B)(6) 2014, inratio2: 5.2; repeat inratio2 2.2; repeat inratio2: 4.8. Lab: 3.9. Minutes between inratio readings and lab draw. Pt's therapeutic range 2-3. No additional info reported.